Manufacturer narrative:
Lot#: this info was not provided on medwatch report received. Additional info has been requested. (B) (4) manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Mfg records cannot be reviewed without a lot number.

Event description:
.